Manufacturer narrative:
Correction: the surgery was completed without use of navigation due to the reported issue. There was a ten minute delay to the case prior to navigation being discontinued. Analysis of suspect suction found: the ent software application shows red status and says "failed verification". The tool failed verification with an error of 2.1mm. Probe is bent and physically damaged. A new suction was sent to the site for issue resolution.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's 90 degree suction verified, however, accuracy was visibly off. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Per a medtronic representative, the site confirmed there was no clinical impact to the patient, however, the site declined to provide patient demographics or further details regarding the procedure. A medtronic representative, following-up at the site, reported the 90 degree suction was approximately 1 inch inaccurate and was not used in the procedure. The surgeon opted to use a straight suction to complete the procedure. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Device manufacturing date now provided.